Manufacturer narrative:
Reported event: an event regarding loosening and pain involving a securfit stem was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned; however, photographs were provided for review. The photographs show a recently explanted stem which is covered in blood. From the photographs provided there is no evidence the device contributed to the reported event. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's right hip was revised due to pain and suspected stem loosening. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name#36 +5 biolox c-taper head; cat#18-3605; lot#unknown; device name#36e 0° liner; cat#unknown; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned to the manufacturer.

Event description:
It was reported that the patient's right hip was revised due to pain and suspected stem loosening (loosening was neither confirmed nor denied by the surgeon intra-operatively). A stem, head, and liner were revised to a restoration modular stem construct, femoral head, adm/ mdm poly insert, and mdm metal liner.